Event description:
It was reported, by an attorney, that approx five years after a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. Prior to the index procedure (approx five years ago), the pt presented with small non-q-wave myocardial infarction (mi). Angiography was performed and it was decided to perform emergent percutaneous transluminal coronary angioplasty (ptca) and stenting of the lad. The vascular access site was the right radial artery. A jl3.5/ht guide catheter was used to access the left system. Dual, short 0.014 pt graphics guidewires were used; one to cross the occlusion which was mildly difficult and one access the dx. The lad was pre-dilated with a 15mm maverick balloon catheter and due to the complex calcification of the lesion, several inflations were necessary. The balloon was withdrawn to the ostium of the dx vessel which was then dilated several times. Next, a taxus express2 paclitaxel-eluting coronary stent system 3.5x20mm was advanced across the proximal and mid lad to the "most severe length along the long stenotic area". The des was deployed at 13 and 14 atms for appropriate sizing. There was excellent local result with worsened stenosis at the ostium of the dx. Another unspecified 2.5x15mm balloon catheter was advanced easily into the dx and dilated. The dilated dissection had an excellent local result though there was still a residual 40% recoil and 20% disease. There was no evidence for dissection perforation or thrombus at either lesion location. Approx five years after the index coronary drug eluting stenting treatment procedure, the pt presented to the ER with chest pain and syncope. At the time of this event, the pt was using the following medications: lisinopril 40 mg/day oral, crestor (rosuvastatin calcium) 2.5 mg at bedtime oral, zetia (ezetimibe) 5mg at bedtime oral, asa 81mg/day oral, coenzyme q10 200mg at bedtime oral and over the counter multivitamin daily. The pt was diagnosed with acute st segment elevation anterior myocardial infarction (mi), hypotension appearing to be some level of cardiogenic shock and some volume depletion present. Heparin and reopro are administered. The pt was then transferred to the cardiac catheterization laboratory. A 6-french right femoral sheath was used to canalize the right femoral artery. Emergent angiography was performed and revealed non-stenosing coronary disease with the exception of an abrupt occlusion from the proximal to ostial portion of the lad. There appeared to be fresh thrombus and was located in the non-bsc stent placed approx five years ago (note: the procedure notes from the index procedure indicate a taxus express2 paclitaxel-eluting coronary stent system was implanted, however, the procedure notes for the date of the stent thrombosis event indicate the stent thrombosis was located in a non-bsc stent previously placed). Again, the pt received reopro and heparin at the thrombus area. A pt graphics 300 guide wire was advanced across the affected area and then a maverick otw 2.5x9mm balloon catheter was advanced, dilated the area and withdrawn. An unspecified non-compliant 3.5mm balloon catheter was used to again dilate the vessel and the results were excellent. The thrombus was well broken up and there was no evidence of significant distal embolization. The event appeared to resolve as blood pressure improved, and the pt became more hemodynamically stable. However, mild to moderate decreased left ventricular (lv) function was noted. No further pt complications were reported and the pt was discharged from the hospital two days later. Upon discharge, the pt was prescribed the following medications: lipitor (atorvastatin calcium) 2.5mg at bedtime oral, zetia 1/2 of 5mg tablet at bedtime oral, ecotrin (aspirin) 325mg/day oral, prinivil (lisinopril) 5mg/day, atenolol 25mg/day, plavix (clopidogrel bisulfate) 75mg/day, coenzyme q10 200mg at bedtime oral and over the counter multivitamin daily.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.